Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
The consumer reported the implant was supposed to last seven years but only lasted 18 months. This first implantable neurostimulator (ins) died and there was a longevity complaint. It stopped working and the patient got a new implant. Relevant medical history included occipital neuralgia.